Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: h6 medical device problem code. The iab was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter with the one-way valve attached. A kink was observed on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from iab tip. The optical fiber was also found to broken at this location. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected within the mentioned kink on the inner lumen. The evaluation determined a leak within a kink in the inner lumen causing the reported problem. It is difficult to determine when or how this occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that during intra aortic balloon (iab) therapy, a trp4046 was inserted via descalation from the impella. Approximately one hour after pumping began, blood was found inside the extracorporeal tube, and the catheter was removed. Another trp4046 was then inserted, and iabp treatment continued. No harm or injury reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).